Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not properly charge a battery pack. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not properly charge a battery pack. The cause for the inability to properly charge are a defective q5 switching transistor and u9 mosfet components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective components. The last pt to use this charger/modem did not report any deficiencies.